Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that the patient did not receive all of the alarms programmed for the pump¿s ¿high alert¿. It was also reported that the ¿high alert¿ was set up to 240 mg/dl but the patient usually received an alarm when the blood glucose level was at 280 mg/dl. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up # 1: device evaluation: the device has been returned and evaluated by product analysis on 9/20/2017 with the following findings: during testing, the pump powered on to the verify screen with audible and vibratory features. The pump successfully completed a rewind, load, and prime sequence. The pump¿s black box and cgm history showed a call service (cs) 213 cgm glucose above user limit warnings. A review of the user¿s setting show a cgm high limit alert was enabled and set to 240 mg/dl with a 60 minute snooze time. A test transmitter was correctly paired with the pump. The blood glucose calibration of 120 mg/dl was accepted in both attempts within 2 hours. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. There were no errors, alarms or warnings which occurred during the investigation. The test cs 213 warning was simulated with 120 mg/dl and a 30-minute snooze time. The pump gave the appropriate cs 213 warnings with audible and visible alerts. The initial complaint issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.